Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the blackout was caused by sudden static electricity, over current, or other factors, which may have temporarily destabilized the image output signal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a blackout. The event occurred during service/maintenance. There was no patient involvement.